Event description:
Caller reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer declined to troubleshoot further as pump was being replaced, and no further information was provided.